Event description:
Balloon inflation difficulty. The report received indicated that during a coronary procedure, the target lesion was successfully pre-dilated, then the physician advanced a 3.50 x 33mm cypher; there were difficulties crossing the target lesion; however, after several trials, the device was able to cross the lesion. Then during deployment, the physician applied 10 atmospheres (atms) of pressure, but the balloon failed to inflate. The physician attempted three times to inflate the balloon, applying a maximum pressure of 18 atms, but the balloon was never responsive. Therefore, the physician decided to remove the device from the patient, but because the lesion was calcified and had an acute angle a little difficulty was encountered during removal. The physician exchanged the device for another cypher of the same size, and the procedure was complete successfully without any injury to the patient. The contrast to saline ratio used during the procedure was 1:3. Additional information indicated the intended procedure included treatment of a lesion in the mid and distal left anterior descending (lad); the lesion was 31mm long and was described as severe, heavy calcified, very tortuous with 99% stenosis.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.